Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ureteric injury ("damaged my ureter"), nightmare ("nightmare"), gastrointestinal inflammation ("digestive tract is so inflammed"), abdominal distension ("bloating in abdomen") and eructation ("belching"). The patient was treated with surgery (divinci-total hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal, ureteric injury, nightmare, gastrointestinal inflammation and abdominal distension outcome was unknown. The reporter considered abdominal distension, eructation, gastrointestinal inflammation, medical device removal, nightmare and ureteric injury to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new events digestive tract is so inflammed and bloating in my abdomen were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ureteric injury ("damaged my ureter") and nightmare ("nightmare"). The patient was treated with surgery (divinci-total hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal, ureteric injury and nightmare outcome was unknown. The reporter considered medical device removal, nightmare and ureteric injury to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.